Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok plunger rod was broken/damaged. The following information was provided by the initial reporter translated from french to english: easy piston disconnection incident occur-during use one of the chemotherapy pphs told me today that she had encountered a problem with the 1 ml 3 p ll syringes (reference (B)(4)). In fact, the syringe plunger has a tendency to disengage very easily when you go beyond 1 ml. The aim is obviously not to go beyond that, but after checking with her, the plunger does indeed come off much less easily for syringes with a slightly larger volume. No batch number, will communicate it to bd additional information provided: can you provide the lot number of the defective product? We do not have the exact lot number of the syringe involved. We have tested with another syringe of lot number: 3034734 which has the same problem of the piston not resisting. We would like you to confirm whether samples are available for investigation. If so, please specify whether the samples are : unused (before use) è sample from batch 3034734, unused (the syringe used in the incident was discarded) used (during or after use) please note if the samples have been used, please confirm whether they are contaminated with blood or cytotoxic drugs. If you still have the samples and we can collect them for analysis, please provide us with the collection address (full details - please use the template below). Company name: (B)(4). Collection link* : country: france address 1 (street, number): (B)(4). Address 2 (building, floor, department): (B)(4). Postal code: (B)(4). Please note: to ensure efficient collection, we strongly recommend that you leave the parcel in an easily accessible place, such as the main reception area, the hospital pharmacy or your goods-in/out department. The empty sample shipping box will be delivered to the same address. Please also provide us with the telephone number of a person who can be contacted by the tnt carrier. Contact number (B)(4). Is it possible to arrange for the samples to be transported in the afternoon before 4:30 p.m.? Can you provide representative photos of the reported defect? Here are the answers to your questions, could you confirm where the incident occurred (in a laminar flow hood)? The incident took place under a laminar flow hood. Can you confirm the impact on the user or patient? There was no impact on the preparer handling the bortezomib syringe. The syringe was inverted completely onto the sterile field in the laminar flow hood. The preparer wore 2 pairs of sterile gloves and a gown. No impact for the patient either, the syringe was thrown away after the incident and then remade.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: two photos were provided to our quality team for investigation. One photo shows the plunger pulled to the very end of the barrel with the stopper halfway inside the barrel and halfway outside the barrel, and the other photo shows the barrel and plunger rod with stopper attached appear next to each other. According to verbatim, the complaint appears to be for the absence of stop ring on the plunger rod. This product does not have a stop ring by design according to its product specification. The reported defect is not a true defect and is a design-related inquiry. Therefore, no corrective action is required at this time.

Event description:
No additional information was provided.